Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field during a stent assisted coil embolization for an aneurysm at the middle cerebral artery, coils were filled with the aneurysm and an enterprise2 4mmx39mm intracranial stent (encr403912, 8028695) was delivered to a prowler select plus microcatheter (606s255x, 31024375). When distal end markers of the stent passed through the microcatheter tip, the stent was impeded and could not be released. After several attempts, the stent was still impeded in the microcatheter (mc). The physician removed the microcatheter and stent from the patient¿s body and completed the surgery. Additional information received indicated that there was no procedural delay due to the event. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch, the stent delivery system was found to be lodged within the catheter lumen. Microscopic inspection was performed along the body of the prowler, and no damages were found. The tip of the included microcatheter was inspected under magnification. Crystallization from saline was noted, though no damage on the material was present. The included delivery wire was pushed forward through the catheter, and it was able to be successfully advanced along the entire length of the microcatheter with little to no resistance. The microcatheter was then confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. Although the full functional test could not be performed with the concomitant enterprise stent, since the stent must be still inside the introducer tube to perform the functional analysis, the delivery wire was able to be completely advanced and therefore the reported obstructed condition could not be confirmed. Additionally, no damages were found on the microcatheter that could have contributed to the issue encountered during the procedure. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device manufacturing and expiration dates are not available at the time of report. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00696.

Event description:
As reported by the field during a stent assisted coil embolization for an aneurysm at the middle cerebral artery, coils were filled with the aneurysm and an enterprise2 4mmx39mm intracranial stent (encr403912, 8028695) was delivered to a prowler select plus microcatheter (606s255x, 31024375). When distal end markers of the stent passed through the microcatheter tip, the stent was impeded and could not be released. After several attempts, the stent was still impeded in the microcatheter (mc). The physician removed the microcatheter and stent from the patient¿s body and completed the surgery. Additional information received indicated that there was no procedural delay due to the event.